Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure while sleeping, sweating and reported being able to self-treat by "waking up and was well again." No third-party intervention was reported and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) has been updated.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure while sleeping, sweating and reported being able to self-treat by "waking up and was well again." No third-party intervention was reported and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure while sleeping, sweating and reported being able to self-treat by "waking up and was well again." No third-party intervention was reported and no further information was provided. There was no report of death or permanent impairment associated with this event.